Event description:
It was reported that the steering duraguard, 16mm had excessive bur wobble that created a larger incision than intended during a cut test at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of excessive wobble was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The wobble would likely cut a larger kerf than expected. Upon disassembly, the technician visually confirmed the bearings were shattered. Shattered bearings may cause bur wobble. The device was discarded by the manufacturer following evaluation.